Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing. Programming changes were made. The patient's condition was unknown.